Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported inability to recharge the implant (ins) for over one week and repeatedly seeing the message "rm03, contact medtronic." During the call, pt noted that one of the pins on the recharger plug appeared slightly raised. Agent instructed pt to clean the pins on the recharger cord and blow air into the controller port before reconnecting the recharger. Pt then received the no device found message, selected recharge, and entered passive recharge mode showing 0 0 0 even with the recharger positioned over the ins. Pt also reported that the recharger becomes very hot when attempting to charge the ins. Due to the continued issue and overheating, agent submitted a request for repair to replace the recharger. No symptoms were reported.